Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed two skin tears on left side from the lifevest equipment. The patient describes the area as open and bleeding. Patient states that they are on two blood thinning medications. There was no alleged device malfunction contributing to the irritation. The patients nurse placed a bandage over the skin irritation. Follow up indicated that the skin irritation had improved.